Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged visualization of particles. There was no report of patient harm or injury. The device was returned and passed all the test during evaluation.